Event description:
On 2/9/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak would not budge as the surgeon attempted to tighten the anchor. The surgeon continued to pull the suture with drilling at an angle, eventually the suture snapped. This was discovered during a bankart procedure on (B)(6) 2023. The anchor remained implanted and a double loaded fibertak with 1.3mm suturetap was used to complete the case. Additional information received on 2/10/2023: the remaining sutures were cut flushed to the anchor and were removed; the anchor stayed implanted.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. As no further investigation was able to be performed no change in harm was identified.